Event description:
The clinician reports the implant was inserted (B)(6) 2015 in fdi 23. On (B)(6) 2020, fracture of the implant was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.